Manufacturer narrative:
Concomitant: model: 5054-58, lead; implanted: 2002-(B)(6), model: 419388, lv lead; implanted: 2008-(B)(6), model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: 2015-(B)(6).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising/high threshold levels as well as rising/high impedance levels. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The set screw marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.